Manufacturer narrative:
One zimmer dental heal collar were returned for inspection. Visual inspection revealed minimum wear about the collar and threads. The hex heads were also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection, therefore the complaint could not be verified. The DHR and complaint review did not provide identify any deviations that would have contributed to this event. Documents reviewed: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The reported event is non-verifiable with the information provided. A definitive root cause could not be determined. UDI# (B)(4).

Event description:
It was reported that the healing collar would no thread in to the implant. The dentist tried another one healing collar and it threaded in fine.